Manufacturer narrative:
The reporter indicated that these events occurred sometime in the month prior to the report. (B)(6). (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) clearlink continu-flo solution sets had a hole in the tubing approximately three inches from where the set connects to the patient. It was not specified when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.